Manufacturer narrative:
Additional point of contact - name:(B)(6), email:(B)(6), department:clinical engineering, contact(B)(6). A getinge field service engineer (fse) diagnose and no errors were generated in the error log indicating a specific failure. Fse replaced the power management pcb and li-ion battery pack. As part of maintenance plan to contract (B)(4) also replaced tidal volume disk and screw kit. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. No patient involvement was there. The defective components were received for further investigation. The failure analysis and testing department received a power management board with a reported of the unit power off during pm. Performed visual inspection of the power management board per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the power management board into failure analysis and testing department iabp cardiosave test fixture in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit power off during pm. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the power management board in the failure analysis and testing department per procedure (B)(6). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) powered off during checkout. There was no patient involvement.